Manufacturer narrative:
Patient code correction. (B)(4) does not apply to this event, (B)(4) applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The caller reported that it takes 1 hr to charge 25% (implanted (B)(6) 2016). No symptoms were reported. No further complications were anticipated/reported. [Please see pe# (B)(4) for information regarding the intellis recharging issues]